Event description:
Several reported instances of blunt tip needle used to access fentanyl found to be "pushing stopper into vial leading to wasting of medication" pacu [post anesthesia recovery unit] staff reported this happening with a replacement blunt needle. Reported concerns [redacted], [redacted], [redacted].